Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 1 year and 2 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was ambulating to the bathroom and a pump stoppage alarm occurred. Over the next 30 minutes, there were multiple other pump stoppages all while patient was on the power module. The patient was placed on batteries. The manufacturer's technical services evaluated the driveline. The electrical continuity test did not reveal any broken wires. A distal end percutaneous lead (driveline) replacement was performed. After the repair, the patient was placed on a grounded patient cable and the patient performed several torso movements with no alarm. While getting back in bed, the patient's pump alarmed with low speed and pump off. The patient was placed back on battery power. The center is requesting an ungrounded power module patient cable until the next steps can be discussed. The patient was reportedly asymptomatic. No additional information was provided.

Manufacturer narrative:
The report of pump stops was confirmed through the submitted system controller log file. Pump stoppage events with corresponding low speed hazard alarms were captured on 10/04/2016 at 12:17 am, 12:17 am, 12:19 am, 12:41 am, and 12:43 am. All events captured occurred while the system was operating on power module support. Based on previous complaint experience, the captured events appeared consistent with a potential driveline fault alarm; however, the cause of the events captured could not be conclusively determined based on the evaluation of the returned portion of the driveline. Approximately 15 inches of the distal end/external portion of the driveline did not reveal any area compromised wire insulation that would have contributed to an electrical short. The patient remains ongoing on lvad support with an ungrounded patient cable and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.